Event description:
It was reported that a continuously beeping was experienced. Also a clock battery overdue and rear sticker needs replacement.

Event description:
It was reported that a continuously beeping was experienced. Also a clock battery overdue and rear sticker needs replacement.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the rear label was missing. Functional testing was performed and the reported issue of "continuously beeping" was confirmed. The investigation determined that damage to the real time clock battery on the microprocessor board was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The damaged microprocessor board was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Additional information was received indicating the reported the event did not occur while in use with a patient.